Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed a 1 millimeter long cut on the optic edge. The location of the damage indicates that the lens was engaged with the push rod in the center of the folded lens rather than on the trailing edge of the lens optic. There was also some other damage in optic zone. This indicates that the damage was caused by the push rod tip as the lens was compressed in the narrow section of the cartridge lumen. The condition of the return sample do not suggest that the damage was introduced during manufacturing. The customer's reported complaint for lens cracked was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens¿ optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the cartridge cracked and the lens was noticed having a spot on it. Reportedly, the cartridge ruptured while injecting the iol with no change in pressure while pushing the plunger of the injector. It was noticed that there was a piece of the cartridge extending like a tongue at the cartridge tip. The iol was observed cracked in a direction perpendicular to the folding of the iol in the cartridge. Additional information was received and it was learnt that the lens did not sit folded in the cartridge very long prior to the implantation attempt. The crack on the lens was 1 mm (millimeter) long and ran from the edge of the haptic root toward the center of the optic. No further information was provided. Two mdrs will be submitted; one for the lens and one for the cartridge. This report is to capture the event for the lens.